Event description:
Patient reported they have worsening periodontal disease, and their teeth are more crowded as there is no room for their teeth to shift without shaving down the sides of their teeth. The aligners are also breaking down bone and causing extra bacteria buildup deep in their gums. They had to have a deep cleaning and laser treatment and have to go to the dentist every 3 months until their periodontitis is under control.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.